Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected pump shutoff and reboot anomaly or blank display anomaly noted during testing. The insulin pump was received with normal operating currents. No damage found on lcd isolation tape noted during testing. The insulin pump was received with cracked case at display window corners, reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 91 mg/dl at the time of incident. The customer stated that the insulin pump was able to rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.